Manufacturer narrative:
On 08-oct-2020, mentor received additional information about the event: it was initially reported to mentor that the patient underwent bilateral explantation on 09-aug-2020. New information received states that the patient has not undergone explantation. Block b2 ¿is required intervention¿ no longer applies to this event. The patient reported that she believes her breast prostheses are leaking. Device code 1546 ¿material rupture¿ has been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rash under breasts. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 400cc gel breast prostheses developed an itchy rash underneath both breasts. As a result, the patient underwent bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.